Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that primary IV tubing leaked at upper y-connection site.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of y-site leak could not be verified due to the product not being returned for failure investigation.a device history record review could not be performed because the lot number is unknown.the root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.